Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels while she was in the hospital due to a non-diabetic issue. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.